Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufactuer.

Event description:
Customer reportedly received results of 8.8 mmol/l and 23.8 mmol/l within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.